Event description:
Intraop x-rays were taken during a cannulated screw foot fracture fixation procedure. Xrays revealed a shard of metal in the soft tissue. The metal piece may have peeled off of the screw.

Manufacturer narrative:
Additional info has been requested. Implant remains in pt. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.